Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. The pt's blood glucose results were 90 compared to the labs 210 mg/dl. Tests were done within 10 mins. Pt does not use control solution for tests. Pt ate food and drank a beverage following use of meter. Pt did not experience any adverse events. No further info has been reported.